Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 15:11 minutes, 110,188 joules while using the surgical fiber during a prostate procedure, the fiber tip broke internally and kept sending the system into standby mode. The fiber tip was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.